Manufacturer narrative:
Device eval by manufacturer - it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a watchman ® laa closure device & delivery system (wds) was inserted into the was. During the procedure, the marker band of the wds was aligned too far into the laa when attempting to align with the distal marker band of the was. Following the correction of the wds marker bands, a contrast injection was performed to check for a perforation. A perforation was not seen at that time. The wds and was were snapped together and another contrast injection was performed before the closure device was deployed. The injection again revealed no perforation. The closure device was deployed and then it was noticed that there was a pericardial effusion. A pericardiocentesis was performed and the effusion was controlled, but still present. The patient was then sent to surgery and had their appendage ligated. The patient spent a total of five days in the hospital, but has now been discharged and is at home.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was inserted into the was. During the procedure, the marker band of the wds was aligned too far into the laa when attempting to align with the distal marker band of the was. Following the correction of the wds marker bands, a contrast injection was performed to check for a perforation. A perforation was not seen at that time. The wds and was were snapped together and another contrast injection was performed before the closure device was deployed. The injection again revealed no perforation. The closure device was deployed and then it was noticed that there was a pericardial effusion. A pericardiocentesis was performed and the effusion was controlled, but still present. The patient was then sent to surgery and had their appendage ligated. The patient spent a total of five days in the hospital, but has now been discharged and is at home. It was further reported that a perforation also occurred during the procedure and this lead to the pericardial effusion.